Event description:
Over the past 4 refills, the actual drug in the reservoir was between 15 and 17cc. The pt had not received any drug. A rotor and dye study werte done. The rotor study indicated the roller was not moving.